Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported noticing some fluid inside the cassette door when removing the cassette at the end of her treatment. The following night, the fluid inside the cycler had dried out and the patient started a new pd treatment. The patient now encountered a machine error message and decided to cancel that treatment. Technical support team advised to discontinue the use of that cycler and revert to manual supplies while waiting for the new cycler to arrive. The patient was also advised to follow up with the pd nurse regarding this incident. Upon follow up with the pd nurse, it was determined the patient did not experienced any adverse events as a result of this incident. An effluent culture test was performed and the results were negative. The patient was prescribed prophylactic antibiotics (vancomycin and gentamycin). The cassette/tubing set in question had already been discarded.